Event description:
It was reported that during a follow up an atrial fibrillation (af) episode was reviewed which was wrongfully identified on the electrocardiogram. A review if the device data by engineering noted that the device logged a scan with no session beginning. Following this, the device recorded atrial fibrillation episodes with misaligned markers. The next session begins with no logged scan, which was consistent with a timing issue on the telemetry chip which caused a high power telemetry state. This issue had corrected itself and the device was functioning normally. There was no evidence future device performance was affected. Normal follow ups were recommended. No adverse patient effects were reported. This device remains implanted.